Event description:
A volume discrepancy was reported. The actual residual (arv) was 20ml, while the expected residual volume (erv) was 6.2ml. The patient did not have any withdrawal symptoms. No issues were noted in the pump logs. Drug delivered via the system was baclofen 2000mcg/ml.

Manufacturer narrative:
Catheter model: 8703w, lot # l41530, implanted on: 1996-(B)(6), explanted on: unk; catheter model: 8711, lot # j11199r02, implanted on: 2003-(B)(6), explanted on: unk.